Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Upon interrogation, the left ventricular lead exhibited an instance of low impedance. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.